Event description:
It was initially indicated during the review of the patient's programming history that the patient's settings were inadvertently changed due to an interrupted diagnostic test. The physician continued changing the patient's settings, but did not correct all the incorrect parameters (i.e. Off-time, magnet output current). Later, confirmation with the physician indicates that he did not mean to leave the settings to the abnormal settings as he did not realize the error. There were no adverse issues reported as a result of the parameter changes and since have been corrected by the physician.